Event description:
Allegedly, patient was revised due to infection. Srnjr number: (B)(6). Side: l. Gender: f. Other legal manufacturer: product ID: 6310-60-36 longevity uhmw polyethylene liner 60mmx36mm elev rim 10 deg zimmer biomet.